Event description:
It was reported the patient experienced pain at an unspecified location near the epidural site. The physician assessed the pain as not related to the device or stimulation, and prescribed the patient pain patches. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately (B)(6) 2022.